Event description:
It was reported that air bubbles were observed within the infusion set tubing and the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling. The customer¿s blood glucose (bg) level was 492 mg/dl. Reportedly, the customer changed out the infusion set supplies and delivered a correction bolus to address bg. The customer received third party assistance from their health care provider (hcp), who provided an IV and fluid to address the issue. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
Per tandem user guide: since air bubbles can compromise delivery accuracy, always remove all bubbles when drawing insulin into syringe; always hold the pump with the white insulin fill port pointed up when filling cartridge; and always ensure that there are no air bubbles in the tubing when filling. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.